Event description:
It was reported that the stenoscope sys would not boot up prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The midas board was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.